Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. No pt injury was reported.

Event description:
Customer reported a communication error was displayed after a short fluoro time. No pt injury was reported.